Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7071024, UDI: (B)(4).

Event description:
It was reported that patient felt that the implantable pulse generator (ipg) was heating up and was noted that patient no longer able to feel the therapy. The patient underwent a spinal cord stimulator (scs) replacement procedure.